Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. After the lesion was pre-dilated with a 2.5x15 non-boston scientific balloon catheter, a 3.00x38mm promus element plus drug-eluting was advanced. The stent was unable to pass the left circumflex artery and stuck in the proximal left main. When the device was removed, stent damage was noted. The procedure was completed with a different device. No patient complications were reported.